Event description:
Additional information received reported the patient was having a charging issue but it was due to "user error;" it was all cleared up with some patient education. It was noted the patient was doing fine and was very happy.

Event description:
It was reported that the patient was unable to adjust stimulation. The display showed a "call your doctor" icon. An out-of-regulation (oor) condition was reported. Electrode impedance values were within range. The group impedance on program 1 was within range, but the group impedance on program 2 was above 4,000 ohms. The patient adjusted her position and the group impedance on program 2 was within range. It was noted that the changing impedance values could be due to the lead moving because it was not scarred in, or could be due to a possible connection issue. It was noted that the patient may need to be re-programmed to solve the oor condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; extension; model 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; programmer: model 37744, serial# (B)(4); recharger: model 37754, serial# (B)(4).